Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount to tidal volume than expected. There was no patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: d10, g4, h2, h6, h10. Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The suspect component was found to require cleaning. Following cleaning, the suspect component was found to function normally.